Event description:
Hole in major knee pack. Upon opening knee pack for sterile field, a hole was seen, pack was removed from the room, and a new opened. Patient was not in the room and unsterile pack did not reach the patient.